Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's pain near the implant site below the device was caused by kidney stones and the health care professional was treating him for the kidney stone. There was no concern or compliant about the therapy. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Date of report remains 2016-01-04.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported sudden pain at the implantable neurostimulator (ins) site and right groin and in the back on the right side. This occurred on (B)(6) 2015. The patient was admitted to the hospital for the pain on (B)(6) 2016. Relevant medical history included spinal pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.